Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer states the no delivery had previously occurred, so the she attempted to prime. After attempting to change the infusion set the customer received a no delivery alarm once more. The customer's blood glucose level at the time was 136 mg/dl. Troubleshooting was performed, but the insulin pump alarmed no delivery again. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the prime test, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window, cracked case near the display window corners, broken belt clip slot and a cracked reservoir tube lip.